Event description:
(Related symptoms if any separated by commas): arthritis [arthritis]. Could not bend left knee [joint range of motion decreased]. Left knee swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for pain in left knee ((B)(6) 2011), previous use with artz injection into the left knee for pain ((B)(6) 2012), horizontal rupture of medical meniscus, revealed on magnetic resonance imaging ((B)(6) 2012). On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, route and frequency not provided. The lot number of synvisc was not provided. On (B)(6) 2012, the pain alleviated and therefore the patient received second synvisc injection. On (B)(6) 2012, the patient developed swelling and medically significant event of arthritis. On (B)(6) 2012, the patient complained that she could not bend left knee due to swelling. It was reported that the pain alleviated again and the patient had not visited the hospital after that. The action taken with synvisc treatment was not provided. The outcome for the event of arthritis was unknown as of (B)(6) 2012 and for the events of could not bend left knee and left knee swelling was not provided. Concomitant medications were not provided. The intensity for all the event was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. The relationships between synvisc and the events of could not bend left knee and left knee swelling was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.